Event description:
While mixing the solution with the powder medication, all of the solution leaked out into the needle cap. The dispenser was not pushed. It seems that the seal between the needle and the medication compartment was not adequate, so the medication once it was mixed into a liquid form, leaked completely out of the syringe.